Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had white flashing display. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partial display with flashing white lcd due to cracked glass and lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to flashing white lcd.(B)(4).